Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported pump keeps beeping with different alarm message, downward occlusion but there was no occlusion, cassette does not attach even if it is attached. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The user reported that the pump keeps alarming downstream occlusion but there was no occlusion. The event occurred during infusion. There was patient involvement and no harm.